Event description:
An ambulance was called out to an elderly man who had mistreated himself with insulin due to obtaining readings in the incorrect unit of measure on his freestyle meter. The customer went into a coma at his home. The paramedics stablized him, he was not taken to hospital. This incident occurred in 2005. The customer said his freestyle meter was installed with the wrong unit of measurement when he received it.